Event description:
It was reported that during evaluation of a returned dialyzer by baxter personnel, it was noticed that bubbles were coming from both the header ends of the dialyzer. There were also bubbles in the dialysate chamber and coming out of the dialysate port. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. (B)(4). A visual inspection was performed and there was some blood leaking through the header cap where it is screwed on at the dialyzer. A leak test was performed and there was bubbling at both header ends. Bubbles were coming out of the dialysate port of venous header determining there was a slight fiber leak. Bubbles were coming out of the dialysate ports which were air bubbles. The air identified in the sample evaluation could have been air that was not expelled during priming. There was no leakage at the bloodline connection to the dialyzer. The sample was not confirmed for the reported problem and the root cause was undetermined. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.